Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (tissue friability, flail) contributed to the reported slda and the resulting tissue damage. The reported patient effect of mitral valve tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet tore and the clip detached from the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr clip was deployed reducing the mr to 1. After the procedure was finished, it was noted that the mr increased to 3+ and the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment / slda). The anterior leaflet was suspected to be torn. No additional intervention was performed. No additional information was provided. No additional information was provided.